Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4) the patient had experienced prolonged hospitalization and then palliative care prior to death. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away. The cause of death reported on the death certificate was end stage renal disease, tri-cuspid atresia, and respiratory lung disease. Three months prior to death, the pt was hospitalized for another indication. During hospitalization, the pt was diagnosed with restrictive lung disease. It was reported that the pt was connected to the home choice device at the time of death. It was not reported if an autopsy was performed. Additional information was requested but was not available.